Manufacturer narrative:
Insulin pump passed all functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery and displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had been having low blood glucose. Customer's blood glucose was 28 mg/dl. Customer's healthcare professionals wanted the device replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.